Event description:
It was further reported that in (B)(6) 2006, the patient presented with intermittent chest pain and non-q wave myocardial infarction. Angiography was performed the following day using a right femoral access. The lesions treated were located in the 95% stenosed proximal circumflex (cx) with a filling defect consistent with thrombus and the 85% stenosed distal right coronary artery (rca). The cx was predilated with a 2.5x12mm maverick balloon, inflated to 8atms for 30 seconds, and a 2.5x12mm taxus express2 stent was implanted, inflated to 12atm for 60 seconds, reducing the stenosis to 0%. The rca was not predilated. A 3.0x16mm taxus express2 stent was implanted, inflated to 18atm for 64 seconds, reducing the stenosis to 0%. The patient tolerated the procedure well. Medications given included: nitroglycerin, aspirin, heparin, integrilin, and plavix. In (B)(6) 2008, the patient presented with chest, back, arm, and jaw pain with shortness of breath and diaphoresis. The patient was found to have unstable angina with acute non-stemi and a 100% thrombosed cx. Following the aspiration, the cx was residual obstruction was mild. Low pressure inflations were performed with a 2.5x12mm balloon. Excellent results were obtained and timi 3 flow was restored. Medications given included: nitroglycerin, aspirin, clopidogrel, and abciximab. Following the procedure the patient was place on telemetry which continued to show a nonspecific st-t abnormalities. The patients enzymes confirmed significant mi. Despite the rise in enzymes, the patient did not suffer any significant problems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records could not be reviewed because the batch number is unk. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.